Manufacturer narrative:
It was noted that no further information would be provided by the hospital or the surgeon. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot.

Event description:
It was reported that the patient complained of hip pain. The surgeon noticed radiolucent lines suggesting a loose cup. The cup, liner and head were removed and the acetabulum revised to new shell, liner and head. The patient is stable.